Event description:
The customer states that a physician questioned a patient's hemoglobin assay result generated with the cell-dyn 1700 analyzer. The initial result of 6.0 g/dl became 9.0 g/dl upon repeat testing. All controls have read within specifications with no background issues. The customer is also reporting numerous issues with this analyzer that include flow/clog errors and instrument lock-ups. The abbott customer technical advocate advised the customer not to report patient results from this analyzer until the issues are resolved. A service call has been initiated. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) arrived at the customer site and flushed the hemoglobin flowcell of the cell-dyn 1700 analyzer. The fsr verified the instrument's operation. Subsequent instrument operations and test results were acceptable. A review of the complaint history for the cell-dyn 1700 analyzer, (B)(4), since the complaint was initially opened to the conclusion of this investigation found no other complaints related to the current issue. A review of the customer's data found that the low hemoglobin results had dispersional data alerts (l flags). The cell-dyn 1700 system operator's manual (list number 3h58-01, rev f) contains information to address this issue and to address basic troubleshooting procedures for this analyzer. A review of complaints from the timeframe (B)(6) 2008 through (B)(6) 2009 did not indicate any adverse trend for the cell-dyn 1700 system. Based on the current investigation, no product issue was identified for the cell-dyn 1700 system, list number 3h53-01. There is no systemic issue with the cell-dyn 1700 product line. No malfunction was identified. This is a final report.